Manufacturer narrative:
(B)(4). Although requested, divice have not been rec'd. A follow up report will be submitted with failure investigation results should the device be rec'd for evaluation.

Event description:
Customer reported "lvp8100 quits working, no medication delivered. The pt was deprived of a levophed infusion." Medical intervention not reported. Customer stated that no add'l pt or event details are available.